Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the fse ent the customer a new monitor to address the reported event the customer was able to install the monitor with the help of the information technology ( it) department. The aia-2000 was working as intended. No further action required by fse. The probable cause of the event was monitor failure

Event description:
On (B)(6) 2015 a customer reported the computer monitor is not turning on with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) sent the customer a new monitor to address the reported event, which resulted in delay reporting e2 and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.